Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. Electrical testing found shorts between conductors due to overtorque inner coil inside the connector region. The reported events of high capture threshold, low sensing and helix failure to extend were confirmed. The cause of the reported events was due to shorting of conductors consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold and low sensing were observed on the right atrial (ra) lead. After multiple repositioning attempts, the helix of the ra lead experienced difficulty extending. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.